Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered removing the device. The device was pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. Later that day, while still in the hospital, the patient experienced a cold foot. Angiography indicated a vessel dissection and occlusion from thrombus. The vessel dissection was treated with a covered stent and a thrombolectomy was performed. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on a review of the available information, no product deficiency was identified. Incorrect removal - reportedly, after difficulty was encountered removing the device, the device was pulled out from the vessel, which caused intimal dissection. Under the precautions section of the instructions for use the operator is instructed to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.